Event description:
The customer called for help with his contour meter. During the call it was discovered that the display was missing the "g" segment in the 10's position. No adverse events were alleged. The meter is expected to be returned for evaluation. The customer was sent a new meter.